Event description:
On (B)(6) 2011, customer reported that there was fluid leaking from the hydropneumatic module on the dxc 600 pro, and that she was getting "hydro smart module not communicating with multiple smart module controllers" errors. Customer stated that it appeared the fluid was leaking from the waste sump canister, but she was unable to locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Customer requested that customer technical support (cts) troubleshoot the issue, via phone, to resolve the issue. Cts suggested shutting down the instrument and restarting. Customer shut the instrument down and restarted and this resolved the issue. Cts followed up with the customer the next day to ensure there were no further leaks and customer stated that the instrument was working properly.

Manufacturer narrative:
(B)(4).